Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high (bg) levels (highest was 500 mg/dl). The customer delivered a bolus to address the high bg level. The customer thought that the high bg was due to over-correcting or eating too many carbohydrates and not blousing appropriately.